Manufacturer narrative:
Corrected data: h6 codes and b5 updated to reflect no programming changes were made.

Event description:
Additional information received indicated that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. It was noted that this was not possible due to additional high defibrillation impedance on the right ventricular (rv) lead. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
It was reported that the patient presented to the emergency room (ER) due to a high voltage lead impedance (hvli) alert recorded by the device. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. Programming changes were implemented, and the patient left in stable condition.